Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien reference number:(B)(4). Verified the customer complaint that there is no audio alarm during the customer described situation of "the wires experience stress" it was reported that the unit has alarms that work properly. During times when the sensor is connected and a consistent reading can not be ascertained, the unit is attempting to obtain a consistent value. No alarm conditions exist for this. While the unit can tell that the sensor is still connected both to the monitor and the patient, it will search for a signal, such as when the sensor is first attached to the patient. Until a consistent signal is received, the unit does not have a baseline for alarm conditions. This is normal operation of the monitor. The unit passed all performed tests, was calibrated, and has all upgrades.

Event description:
It was reported that the unit does not alarm when expected as the sensor wires are stressed and fail during use. The unit does properly alarm if the probe falls off during the night or the oxygen saturation readings drop below the alarm settings. There is no reported harm or injury associated with this event.